Event description:
Said the device result was hi. Customer ended up in the hosp six hours later with a hosp reading of 21. Customer did not treat after the result because customer was going to the dr the next morning and would treat on hcp's test result. The hosp gave customer glucagon. Hosp admission was for low blood glucose.